Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they did not have a physician near them to evaluate their device. It was reported that the cause of the issues were not determined and they just turned their device off. No further information reported.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having trouble with their neurostimulator. The patient stated that they thought they were having connection problems as well. The patient stated they go up to 3.84 and even tried ¿changing the leads¿ but there was no response unless it got really high. The patient stated that when they bend forward or lean back on the counter they got a sudden jolt. The patient also stated that when they leaned over in their car to pick something up, they got zapped. The patient also stated that it happens sometimes when they lean their back against something, or their butt, they will feel a sudden shock too. The most recent time the patient felt shocking was the weekend before the report, and they turned off their stimulator the same weekend. The patient was advised to follow up with a healthcare provider to have the device checked. No further complications were reported.